Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected blank display anomaly noted. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the last two days they had to change the battery every 2-3 hours and the insulin pump would rest by itself. The customer stated the insulin pump¿s display was blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The display returned. However, when they inserted a new battery the display went blank and did return. The customer stated they received a power loss alarm. They were assisted with clearing the alarm. The customer stated they had already left the insulin pump without a battery for two hours but they were still experiencing the same issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.